Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient missed an alert because of message missed (alert message is missed when it should have) from the app. The patient uses insulet omnipod5 in modified closed loop. The patient went to bed with high on the continuous glucose monitor (cgm). There was no documentation whether the blood glucose (bg) was checked. The patient stated she did not provide any treatment to the high cgm value because she was using insulin pump (in modified closed loop). The patient could not recall anything after that, as she was unconscious in her bed from approximately 12:00 am and 4:00 am, due to a very low glucose value which was under 40mg/dl. She mentioned she never heard any alert from her cgm app when she was getting very low or below 40 mg/dl reading. The patient recalled when she woke up at 4:00 am she told her boyfriend she was low and then passed out. She was taken to the emergency room (ER) by ambulance and was admitted to the hospital for observation and released that same day. During her hospital visit, she was treated with a glucagon pen but when she wasn't coming around, she was administered the d50 intravenous fluid, which helped her to come back to consciousness. The patient was also hypothermic and was sweaty. She was put on oxygen because she had difficulty breathing. The patient also underwent MRI. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
H6 codes: type of investigation - additional

Event description:
Subsequent to the initial MDR, a correction or additional information is required.